Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with muscle stimulation, and lead exhibited loss of sensing. The lead was explanted and replaced without complications.